Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2017. Reportedly, the patient was under 2 years of age. Calibration was not performed after the inaccuracy, bg values were not entered within 5 minutes of testing, and the sensor was worn beyond seven days. Additionally, the patient took medication containing acetaminophen. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracies could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring system (dexcom g5) is a glucose monitoring system indicated for the management of diabetes in persons age 2 years and older. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Labeling indicates: dexcom g5 mobile sensor sessions last seven days. Labeling indicates: never take any medications containing acetaminophen during your sensor session. Taking medications with acetaminophen (such as tylenol®, excedrin® extra strength, sudafed®, robitussin®) while wearing your sensor may falsely raise sensor glucose readings. Level of sensor inaccuracy depends on amount of acetaminophen active in your body and may be different for each person. Consequences: without correct readings you might miss a severe low or high blood glucose event or make a treatment decision that results in injury.